Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "the device broke easily"? Please explain. Please confirm what broke easily? The needle or the suture? What was the initial procedure? What is the event day and procedure date? What is the lot number? What was used to complete the procedure? Additional information was requested, and the following was obtained: it was the thread that broke. Date of procedure? Unknown, lot? Unknown, *no further information is available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.